Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and came to the emergency room. The right ventricular lead was noted to have non-sustained episodes and short v-v counters and was confirmed to be dislodged via chest x-ray. The lead remains in use. No patient complications have been reported as a result of this event.